Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient heard the lead integrity alert for two days before being able to get to a physician. Attempts for additional information about the event were not returned. The lead was removed and replaced. No patient complications were reported as a result of this event.